Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection noted broken occluder feet on the main body. Functional testing, including leak testing, clear passage testing, and clamp function testing was performed; leak testing and clamp function testing failed due to the broken occluder feet. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) minicap transfer set was leaking from the twist clamp. This occurred during drain phase of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.